Event description:
I developed symptoms of fusarium keratitis - my eyes experienced a burning sensation and redness, light sensitivity and discharge. At first I thought it was caused by seasonal allergies, though I've worn contacts for nearly 20 yrs and never experienced that before. My eyes felt better when I didn't wear contacts but the pain returned as soon as I put in contacts again. I use renu contact lens solution. I follow the rules for care as far as washing hands before handling my lenses, replacing lenses and lens case on recommended schedules. I wear daily-wear, frequent replacement lenses-about every 1-2 months-and never sleep in them. It may or may not be significant that as soon as I first developed this problem, I bought renu rewetting eye drops in hopes that it would resolve the eye pain. I experienced significant worsening of eye pain after using the eye drops. Before this I never used the eye drops. It actually made my eyes burn to use the drops. Event abated after use stopped and reappeared after reintroduction.